Manufacturer narrative:
Exemption number e2016018 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as event two of b. Braun medical inc. Internal report number (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As reported by the user facility: event 2: product leaked during the compounding of cytarabine. Units were disposed of in accordance with hazardous substance protocols. Compounding was occurring within the bsc and the clinician was wearing the proper ppe. No skin contact, exposure to gloves/chemo gown only. Exposed ppe was removed and disposed of in accordance with local hazardous waste disposal protocols. Bsc was decontaminated per company protocol. No patient injury.